Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient reported intermittent hearing sensation with the device. No significant medical history which could contribute to the problem, accident or trauma is reported.

Manufacturer narrative:
Conclusion: device investigation confirms that the device was in an early stage of failure. The failure of the electronic circuitry was probably caused by humidity ingress at detected micro-leaks at the housing braze joint. Other damages found during investigation are most likely related to explantation surgery. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient reported intermittent hearing sensation with the device. No significant medical history which could contribute to the problem, accident or trauma is reported.the recipient was re-implanted.